Event description:
It was reported by the customer's biomed that when attempting to use the device on a pt, the controls would not work. The customer was able to use another device and there was no compromise to pt care and no adverse event as a result of the reported failure.

Manufacturer narrative:
(B)(4). The customer's biomed indicated that after a couple weeks of testing the device at the biomed shop, they were unable to duplicate the reported failure. The device passed the performance inspection procedure (pip) successfully and was then returned to service for use. The device was not returned to physio-control for evaluation; therefore, further investigation cannot be performed.